Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultrasafe passive¿ needle guard. The following was provided by the initial reporter: during pre-dv testing, project team observed lower override force in one x100l plus ultrasafe device i.e. 79.235n. As per test video, only 3 latch fingers were compressed during testing even though all 4 fingers were engaged prior to the testing. Please find attached video and defect sample photo for investigation. Request you to provide investigation report for the same.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 03-oct-2024. H.6 investigation summary: confirmed: reported condition is within specification.

Event description:
It was reported that the bd ultrasafe passive¿ needle guard was incorrectly placed. The following was provided by the initial reporter: during pre-dv testing, project team observed lower override force in one x100l plus ultrasafe device i.e. 79.235n. As per test video, only 3 latch fingers were compressed during testing even though all 4 fingers were engaged prior to the testing. Please find attached video and defect sample photo for investigation. Request you to provide investigation report for the same.